Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The pod had been worn on their arm for an undisclosed time. The patient¿s spouse reported that the issue was not directly related to omnipod. The spouse explained that the patient had a history of high blood glucose (bg) levels prior to using omnipod. Although their levels have become more manageable since starting the system, they remain elevated. The spouse mentioned that the issue was related to a wounded toe which is why the patient sought medical attention and was admitted on (B)(6) 2026. The patient reportedly had no symptoms. When they removed their shoe, they noticed a wound on their toe. While in the emergency room, the pod was removed and the patient was treated with antibiotics and intravenous fluids to address the wound. The spouse stated the patient has been experiencing high bg levels lately and needed a calibration on their omnipod. The spouse reported the wounded toe will probably be amputated. The patient was still hospitalized at the time of the call. The patient has an upcoming appointment with their healthcare professional to adjust their insulin delivery settings. There were no further details provided related to the incident, and no bg levels were reported.